Event description:
A 4 mm diameter x 12 mm length racer biliary stent system was inserted to treat a right renal artery lesion with 70% stenosis. The physician did not pre-dilate the lesion. It was reported that as the racer was being advanced, the racer stent dislodged prior to making the turn to cross the lesion. It was reported that the dislodged stent was contained on the guide wire and lowered on the wire to the iliac where it was crushed using a 7mm x 30 mm stent by another MFR. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Required secondary intervention).